Manufacturer narrative:
The cause of the incident is wear. The holding force is worn out after more than 24 months of use. It can also happen that the parts wear out more quickly with heavy use and low oil maintenance. According to the instructions for use, the user must check that the instruments are held securely and carry out a test run.

Event description:
Doctor was using the handpiece on the patient when the bur dislodged from the chuck and was swallowed by the patient.